Manufacturer narrative:
Follow-up report submitted to document manufacturer device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the trigger became stuck and the device remained activated as a result. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger became stuck and the device remained activated as a result. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.